Event description:
The procedure was a laser ablation of the left greater saphenous vein of the mid thigh and distal thigh. It was identified that the shorter fiberoptic device and sheath were needed to treat the vein; however, after insertion of the guidewire and sheath, it was noted that the fiberoptic was not long enough. The longer fiberoptic and sheath were opened and on the table to be used. The longer sheath was inserted over the guidewire. Next, the longer fiberoptic should have been inserted at this time. However, the shorter fiberoptic was chosen and used for the treatment. After treatment, it was noted that the sheath had been broken with a piece left in the vein, requiring a groin incision to retrieve the piece of sheath. It has been identified that the short and long fiberoptic fit universally/interchangeably in the sheath.